Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the following information was accidentally not submitted with follow-up 2 medwatch: it is possible that procedural factors and device interaction contributed to the event; however, based on the available information and without the return of the device for analysis, no conclusion can be made. (Corrected data) with review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137037 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Coil assembly lots # 15130396 and 14028306 were reviewed. It was observed during review of these lots no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the non conformances. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During basilar artery (ba) trunk coil embolization, the orbit rdfl complex standard coil ((B)(4)) was stuck inside the non-cordis microcatheter (echelon14, micro therapeutics) during delivery. The coil was removed from the patient as a unit and changed to other new product (details unknown). The procedure was completed with the other products without any patient injury. The vessel was not calcified and not tortuous. The microcatheter was not re-shaped. A constant and dedicated saline source was utilized at all times. Other than the reported event, no other damages were noticed with any other section of the device (coil fracture, separated, etc), and the coil was still attached to the delivery system after removal from the patient. After the procedure the patient was in good health. The device was discarded in the hospital. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137037 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that procedural factors and device interaction contributed to the event; however, based on the available information and without the return of the device for analysis, no conclusion can be made. With review of the device history records there is no indication of any device manufacturing issues

Event description:
During coil embolization for (ba) basilar trunk, the orbit rdfl complex standard coil ((B)(4)) was stuck inside the microcatheter (echelon14, micro therapeutics) during delivery. The coil was removed from the patient as a unit and changed to other new product (details unknown). The procedure was completed with the other products without any patient injury. The vessel was not calcified and not tortuous. The microcatheter was not re-shaped. A constant and dedicated saline source was utilized at all times. Other than the reported event, no other damages were noticed with any other section of the device (coil fracture, separated, etc), and the coil was still attached to the delivery system after removal from the patient. No additional treatment was not conducted, and after the procedure was in good health. The device was discarded in the hospital.